Event description:
A case manager at a hospital, with a request for a local v-go representative to visit the patient to ensure that v-go is being used and functioning correctly, the reporter mentioned that the patient was hospitalized for hyperglycemia on (B)(6) 2021 while wearing the v-go 40 with a bg of 442. The hospital is (B)(6). The patient stated that he has been experiencing hyperglycemia for the last couple of weeks and when patient gets up, he sometimes falls down. The patient stated that while in the hospital and on v-go, he has started taking a long-acting insulin that he believes is pronounced "atlantis" but could not confirm if it may be lantus or provide the exact name or spelling. The patient stated that the long-acting insulin used while on v-go has been bringing his bg readings down. The patient is currently still in the hospital and will be seeing his hcp on thursday after he is discharged.

Manufacturer narrative:
Zealand pharma ae assessor spoke to the v-go user for further investigation of the complaint of hyperglycemia and hospitalization. Pre-vgo bg was 400 to high (indicates over 600 mg/dl), a1c was high (the vgo user did not know the level), using a continuous glucose monitor, amount of diabetes medication is unknown. Using vgo 40 bg 400s-high (indicates over 600 mg/dl), a1c-off the charts the vgo user reported, taking clicks by a sliding scale according to his bg level. Patient was monitoring the insulin viewing window and was receiving insulin from the v-go. He was changing his v-go every 24 hours. Patient stated he was not eating right and it caused his bg to go very high especially at night and the hyperglycemia was glucose toxic so the vgo could not bring his bg level down. On (B)(6) 2021 patient got up, passed out, and fell hurting his lip and chin. A family member took him to the hospital and he was admitted for 5 days. Patient kidneys were beginning to shut down due to the hyperglycemia. Patient was started on long acting insulin in the hospital. The v-go was discontinued. Patient is currently taking 30 units of tresiba daily and mealtime insulin at 10 units plus sliding scale at each meal. There is a logical explanation for the hyperglycemia which the vgo user stated he was not eating right. The amount of insulin he received from v-go was not enough to control his bg with his inappropriate eating habits. The post-v-go user's bg level is now in the 100 range. Patient reports bg of 121, 148 etc.